Event description:
Both components were placed, then there was a persistent leak at the distal end, that would not stop. They tried to re-balloon but this did not resolve the issue. They resolved the issue by relining the fenestrated graft using a 28mm gore graft instead. (Gore graft placement was an additional procedure, and they placed two additional limbs with the graft as well.) The plan for follow up is to do a cta.